Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, d.9, h.3, h.6. Device evaluation: analysis of the returned device identified: creases fold, wear abrasion, linear opening on patch and inner yellow particles in the shell. Leak test and microscopic analysis was performed which identified; crease sharp opening on patch bond edge. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: an opening crease sharp on patch bond edge assessed as fold flaw opening.

Event description:
Device has been explanted.